Event description:
It was reported to boston scientific corporation in 2008, hta procedure set w/ ts and dhc, was used during a hydrothermal ablator procedure (patient age and weight are unknown) performed the same day. At the start of the procedure, the physician placed the sheath in the cervix. As the physician was trying to tighten the cervix he placed a second tenaculum and accidentally pierced through the sheath. Another hta procedure set w/ ts and dhc kit was used to complete the procedure with no patient complications.

Manufacturer narrative:
A failure analysis of the complaint device could not be completed as the device was not returned as the product was disposed. The device history record (DHR) was performed; no anomalies were noted. The root cause of the reported malfunction is operational context as the dfu states to not grab the sheath with the tenaculum as doing so may damage the sheath.